Event description:
The customer stated that she has had four replacement insulin pumps in 10 months, and would like to get her current device replaced with a brand new one. The customer stated that she has received several motor error alarms, and has had blank displays. The customer stated that she has also experienced high blood glucose levels, and feels that the device is not delivering accurately. The customer has raised her basal rates by 40 percent, but continues to experience high blood glucose levels. Advised the customer that the insulin pump would be replaced per her request. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device had a cracked reservoir tube lip and scratched lcd window.